Event description:
It was reported that the ilet user experienced elevated glucose after intentionally announcing an incorrect meal size and consuming an extra 15¿20 g of carbohydrates to avoid hypoglycemia. The infusion site showed no moisture or leakage, and the device involved was the ilet with user interaction via its interface. Symptoms included hyperglycemia with a peak of 245 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, while a usage problem related to announcing an incorrect meal size in relation to actual carbohydrate intake was identified and associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.